Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microlance¿ needle leaked. The following information was provided by the initial reporter: "leakage from the needle was observed."

Event description:
It was reported that bd microlance¿ needle leaked. The following information was provided by the initial reporter: "leakage from the needle was observed."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-26. H6: investigation summary a device history record review was completed for provided lot number 201003. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, a cracked and split cannula was observed. The damaged cannula would have resulted in leakage during use. The cannula component is received through a supplier manufacturer. The supplier has identified several possible causes for the cracked cannula.